Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage and the reservoir did not lock into place. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform and displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. (B)(4).